Event description:
It was reported that a patient contacted support for assistance pairing a new continuous glucose monitor and initially experienced a scan error, after which a second scan succeeded and the sensor entered warmup, consistent with an intermittent communication issue associated with the electrical/magnetic antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability-related communication problem consistent with intermittent communication failure involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.